Event description:
Philips received a complaint on a patient information center ix indicating that the sound was not working. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Analysis was performed by a field service engineer (fse). The fse went onsite stated the windows driver for sound output is not working. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem computer software operating system. The issue was resolved by the fse reinstalling the completer software operating system and central pic ix software. The device is now working per specification.